Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during an exploratory lap with small intestine resection the needle tips were pulling off. There were 3 sutures total and 2 needle tips were found. An x-ray was performed to look for the third but the users couldn't find it.